Manufacturer narrative:
Literature citation: sato, takahiro et al. (2017) "transradial retrieval of unintentionally extracted stent deployed 8 months prior during percutaneous coronary intervention to the stent-jailed side branch". Cardiovasc interv and ther, 32:181-185. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via journal article that removal difficulties and stent damage occurred. The patient presented with congestive heart failure. After heart failure improved, a coronary angiogram revealed severe triple vessel disease. Due to patient preference, a staged pci procedure was performed. The 90% stenosed lad target lesion was treated with the implanted of a 3.5 x 18 mm, a 2.5 x 23 mm and a 2.25 x 28 mm non-bsc drug eluting stents (des). The 90% stenosed target lesion in the rca was treated with the implant of a 3.5 x 15 mm and 3.5 x 33 mm non-bsc des. Eight months later, pci to the lcx was performed. Vascular access was obtained via left radial approach. A 6fr non-bsc sheath placed and a 4.0 non-bsc guide catheter was engaged in the left main trunk (lmt). Ivus revealed that the lcx was almost fully jailed by the previously deployed stent at the lad ostium, consistent with previous coronary CT angiogram findings. Ivus also showed that the lad stent were well apposed to the vessel wall. A non-bsc guidewire crossed the lcx through the jailed stent struts with a double lumen non-bsc microcatheter. After passage of the wire through the distal stent cell was confirm by ivus pulled back from the lad, the stent struts and the lesion was dilated with a 2.0 x 15 non-bsc balloon. Ivus showed that the distal lcx was diffuse, long, calcified lesion and under expanded, although the jailed stent struts were well dilated. An additional dilatation to the lesion and the stent struts with a 2.5 x 15 mm balloon was performed, and a 2.25 x 28 mm promus premier des was delivered to the lesion. However, the stent could not pass through the lesion. They tried to insert a 6fr guidezilla extension catheter; however it could not advance to the lcx through the jailed stent struts due to acute angulation and friction with the stent, despite using an anchor balloon with a buddy wire technique. The guidezilla was located just before the lcx ostium. A 2.5 mm balloon was again in the lcx ostium . The stent could completely pass through the jailed stent struts; however, could not pass through the lesion. While withdrawing the 2.25 x 28 mm promus premier des into the guide catheter, a proximal part of the stent was deformed by the catheter tip. Because of difficulty in withdrawing the stent into the guiding catheter, the entire system, including the stent, guidewires, and the guide catheter, was pulled back as a single unit. The deformed stent could then be removed from the coronary artery with significant resistance and retrieved via the radial sheath with mild resistance. The stent was shortened, but not dislodged. Cine images revealed a stent in the radial artery, believed to be the stent deployed in the lad ostium 8 months prior, 3.5 x 18 mm non bsc des. A non-bsc gooseneck snare was advanced via the radial sheath; the stent could be snared but could not be retrieved via the radial sheath because it had been expanded with a 4.0 non compliant balloon and was deformed. The patient's radial artery was too small to increase the radial sheath size; therefore, a 6fr 4.0 non-bsc guiding catheter was selected and the tip cut into strips with scissors. The handmade guiding sheath was pushed gently into the vessel via the radial sheath. The tip of the catheter became flare shaped and could catch an expanded part of the stent by withdrawing the snared stent. The entire system, including the snared stent and the guiding catheter, was pulled back into the sheath. An expanded part of the stent was partially crushed, whereas the flared tip was closed by the sheath. By repeating these procedures, the whole stent was successfully retrieved via the 6fr radial sheath. The second retrieved stent was elongated and accompanied with some tissue. Angiographic images revealed the site of the extracted site showed no dissection, flow limitation, or residual stenosis. Optical frequency domain imaging (ofdi) revealed only small neointimal dissected tissue. The physician elected not to deploy a stent and pci to the lcx was performed again. The guidezilla catheter was then able to pass through the lcx ostium and the lesion treated with the implant of a 2.5 x 24 mm and 2.25 x 20 mm promus premier des. Final angiographic images demonstrated good results and palpitation of the left radial artery was also good. The patient was free from symptoms and discharged the next day. During a 10 month follow up period, the patient did not suffer any cardiac events.